Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID a01411002, serial# unknown, product type: recharger; product ID a01411002, serial# unknown, product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient was doing fine. A reprogramming/follow-up was going to be performed soon. All was well. No further follow-up was required.

Event description:
Additional information received reported the patient's pocket was revised on (B)(6) 2015. The outcome had not yet been determined.

Event description:
It was reported the patient fell on their stimulator and thinks it is twisted and it is sticking out. The patient has been dealing with this issue for 4-5 months and has ¿gone through all the tests¿ but thinks their health care provider (hcp) needs to go in a fix it. The patient is unable to charge more than halfway and the implantable neurostimulator (ins) is ¿sticking out and catching on everything¿. They are unable to use the recharging belt because it hurts. They also noted that when they turn the stimulation on it hurts them. Since the fall the patient has had a series of cortisone shots in their back. The hcp stated that it might be that scar tissue has ¿busted¿ and now the ins is too close to the skin. The patient is able to feel the ¿cord¿ sitting sideways underneath it. The patient¿s hcp was going to look at their x-rays and CT scans on (B)(6) 2015 and determine what the next step is. After meeting with a manufacturer representative on (B)(6) 2015 it was found that all impedances were within specifications however the patient was unwilling to use the stimulator because of discomfort but was keeping it charged up. It was confirmed the ins was ¿cocked up¿ in the pocket. They patient is meeting with their implanted physician for a consult.